Event description:
It was reported via literature that death occurred. A total of 902 patients underwent PCI using the Boston Scientific SYNERGY stent, with rotational atherectomy used in complex calcified lesions. The participating centers were encouraged to enroll consecutive patients who were planned to undergo IVUS-guided PCI for LMCA or multi-vessel disease including LAD target. The cumulative 1-year incidence of all cause death was 4.8%, with cardiovascular death in 2.7%, non cardiovascular death in 2.1%, and sudden cardiac death in 0.5%.

Manufacturer narrative:
E1 INITIAL REPORTER FACILITY NAME: (B)(6). E1 INITIAL REPORTER ADDRESS 1: (B)(6). UNIQUE IDENTIFIER D4: DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. REPORTER SOURCE G2: NISHIKAWA, R., SHIOMI, H., YAMAMOTO, K., MORIMOTO, T., MIYAZAWA, A., ANDO, K., DOMEI, T., NAGANUMA, T., SUWA, S., KADOTA, K., ONISHI, Y., ONO, K., KISHI, K., YONEDA, K., OKAYAMA, H., MATSUDA, K., FUJITA, T., TATSUSHIMA, S., SAKAMOTO, H., ... KIMURA, T., ON BEHALF OF THE OPTIVUS-COMPLEX PCI INVESTIGATORS. (2026). OPTIMAL INTRAVASCULAR ULTRASOUND GUIDED PERCUTANEOUS CORONARY INTERVENTION IN PATIENTS WITH LEFT MAIN CORONARY ARTERY DISEASE: THE OPTIVUS-COMPLEX PCI STUDY LMCA COHORT. THE AMERICAN JOURNAL OF CARDIOLOGY, 259, 202 211. HTTPS://DOI.ORG/10.1016/J.AMJCARD.2025.09.018.

Event description:
IT WAS REPORTED VIA LITERATURE THAT DEATH OCCURRED. A TOTAL OF 902 PATIENTS UNDERWENT PCI USING THE BOSTON SCIENTIFIC SYNERGY STENT, WITH ROTATIONAL ATHERECTOMY USED IN COMPLEX CALCIFIED LESIONS. THE PARTICIPATING CENTERS WERE ENCOURAGED TO ENROLL CONSECUTIVE PATIENTS WHO WERE PLANNED TO UNDERGO IVUS-GUIDED PCI FOR LMCA OR MULTI-VESSEL DISEASE INCLUDING LAD TARGET. THE CUMULATIVE 1-YEAR INCIDENCE OF ALL CAUSE DEATH WAS 4.8%, WITH CARDIOVASCULAR DEATH IN 2.7%, NON-CARDIOVASCULAR DEATH IN 2.1%, AND SUDDEN CARDIAC DEATH IN 0.5%.

Manufacturer narrative:
E1 Initial Reporter Facility Name: (b)(6). E1 Initial Reporter Address 1: (b)(6) .Unique Identifier D4: Detailed product information was not provided to BSC. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.Reporter Source G2: Nishikawa, R., Shiomi, H., Yamamoto, K., Morimoto, T., Miyazawa, A., Ando, K., Domei, T., Naganuma, T., Suwa, S., Kadota, K., Onishi, Y., Ono, K., Kishi, K., Yoneda, K., Okayama, H., Matsuda, K., Fujita, T., Tatsushima, S., Sakamoto, H., ... Kimura, T., on behalf of the OPTIVUS-Complex PCI Investigators. (2026). Optimal intravascular ultrasound guided percutaneous coronary intervention in patients with left main coronary artery disease: The OPTIVUS-Complex PCI study LMCA cohort. The American Journal of Cardiology, 259, 202 211. https://doi.org/10.1016/j.amjcard.2025.09.018.Investigation Results:Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of Cause Not Established. Although the complaint allegation cannot be confirmed, it is noted that the complaint did not highlight any potential device malfunction which could potentially have contributed to the complaint event. Each individual case associated with Death would be investigated based on each individual procedural event. It is noted that the clinical event of Death is listed in the Synergy products IFUs as a known adverse event associated with device use.